Event description:
Since 2006, the pacing impedance was observed to be decreasing. At the time, the patient was pregnant. The physician opted to defer lead revision until after birth during the explant procedure, the patient developed a large pericardial effusion and a thoracotomy was performed. Insulation damage was observed. The lead was discarded and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The lead was cut into two pieces as received and the lead impedance test could not be performed. Analysis found that the outer insulation was abraded in multiple places. An inside-out abrasion at 12cm from the distal tip caused both proximal cable ptfe coatings to become abraded. Other abrasions on the lead appeared to be caused by friction to the device's can.